Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's husband reported via phone call that the customer woke up with a high blood glucose because she had a no delivery. Customer changed the set and bolused. Customer stated that she did not take the entire bolus recommended but only lowered it by 0.7. Caller stated that 3 hours later, the customer's blood glucose was over 600 mg/dl. Customer expressed the following symptoms of high blood glucose: fatigue and thirst. Customer has treated with a manual injection. Customer ran a manual prime and the insulin did exit. Customer had no delivery alarms from earlier that morning in the alarm history. Customer does not have a tubing clamp. Customer was advised to call back to continue troubleshooting once she receives the tubing clamp. Customer removed the set from the body and found a bent cannula. Customer was also advised to do a complete set change.